Event description:
Pt implanted in upper and lower vermilion borders on 10/05/1998. Onset of infection and implant extrusion 10/08/1998. Pt treated with bacitracin 10/09/1998 and revised 10/12/1998, sutured on 10/13/1998, revised 10/19/1998 and treated with penicillin. Pt revised 10/26/1998 and 10/27/1998 and sutured on 10/29/1998. Implant explanted 11/06/1998.